Event description:
A customer reported the reuse of a single-use device during dialysis therapy. According to the report, the homechoice machine alarmed for check lines and bags during the fill stage. The customer disconnected a solution bag and reconnected a different bag after receiving this alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient switched bags while connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.